Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis revealed a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The review of the quality documents confirmed a regular ICD and lead manufacturing. The analysis of the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 48 months, oversensing with inappropriate shocks were reported. No adverse pt side effects have been reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.